Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The magnet stength of the processor was too strong and caused breakdown of the skin and cellulitis over the implant package and subsequent infection.

Manufacturer narrative:
(B)(4). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the available information patient is immunosuppressed and had a significant loss of weight over the last year. Reportedly the magnet strength of the processor was too strong and caused breakdown of the skin and cellulitis over the implant package. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The magnet strength of the processor was too strong and caused breakdown of the skin and cellulitis over the implant package and subsequent infection.